Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Information of second anchor: product description - evoke 12 c percutaneous lead kit - 60 cm. Catalog # - 1043. Serial # (B)(6). Implant date: (B)(6) 2022.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for changes in stimulation, following an accidental fall from their wheelchair. X-ray identified migration of both leads. Reprogramming was attempted but adequate therapy could not be restored. A revision procedure was performed, during which the anchors were replaced and the leads were repositioned.